Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The event occurred within three hours after insertion. The insertion site was abdomen.the infusion set was in use for less than 24 hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.